Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due physical stress. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the angulation rubber, biopsy channel, and balloon channel were leaking, the balloon was misaligned, the suction channel was buckled/dented and the metal join on the bending section was lifted. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was a heavy leak from the biopsy and balloon channel of the evis exera ii ultrasound gastrovideoscope during a leak test after an upper linear endoscopic ultrasound diagnostic procedure. The procedure was completed without delay. The leak was found when doing the leak test prior to disinfection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the bending sheath cover was broken. The report is being submitted due to broken cover found during evaluation.